Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon inserted a 13.2mm vicmo13.2 implantable collamer lens, -10.50 diopter, and the lens tore during injection into the eye. The lens was removed and another same model/diopter lens was implanted. There was no report of any apparent injury. The patient's post-op best-corrected visual acuity was 20/10.

Manufacturer narrative:
Device evaluation: lens was returned in liquid in lens case/vial. Visual inspection found that the haptic was torn/broken. Conclusion: as per dfu for this lens model, implantation of this lens in an individual below the age of 21 years is contraindicated. This patient was (B)(6) at the time of implantation. (B)(4).